Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The pump has shut down as a result of this issue and caused the customer to experience an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer required assistance as a result of their bg and received a manual injection to address bg. The customer also had a high ketone level that was identified as life threatening by the healthcare provider. Treatment resolved with no permanent injuries to the customer. The customer reverted to an alternate method of insulin therapy.